Event description:
On (B)(6) 2010, leica microsystems received a complaint regarding under-processed and mushy tissue from a processing protocol(s) run on peloris tissue processor serial number (B)(4), which completed on (B)(6) 2010.

Manufacturer narrative:
Eval, method: investigation of this processing event by leica microsystems is continuing.